Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. The target lesion was a type ii lesion in the left carotid artery with a 7mm reference vessel diameter, a 10mm length and 10% stenosis as measured by nascet. Vessel/lesion description positive for 1+ calcium. Carotid wallstent monorail stent with 7mm diameter and 40mm length was implanted. A filterwire ex (190 cm) was used for cerebral protection. Pta was performed using a maverick 2 and maverick xl balloon dilatation catheter. Atropine 1 ui, nitrat 0.5 ml and nootropil 9 g were given during the procedure. No perioperative events occurred. The carotid stent was successfully placed at the intended site and there was successful use of the cerebral protection device. The procedure was successful and the residual stenosis was 30-49%. Post-procedure assessment (no date provided) the carotid stent was patent with 20% residual stenosis. The patient was asymptomatic with no complications less than 24 hours after the procedure. The patient had a one-month follow up visit in (B)(6) 2007. The carotid stent was patent with 10% residual stenosis. The patient was asymptomatic with no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a six-month follow up examination in (B)(6) 2008. There was 80% residual stenosis. There were no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a 12-month follow up visit in (B)(6) 2008. The carotid stent was patent with 20% residual stenosis. The patient was asymptomatic with no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.